Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited multiple noise reversion and auto mode switch episodes. The noise could not be reproduced with isometrics and pocket manipulation. All other electrical values were within range. The physician elected to continue to monitor the patient. At a later date the patient was traveling to (B)(6) and received a vibratory alert. The patient presented to a clinic in (B)(6), and the atrial led exhibited noise and high impedance. The device was reprogrammed. The patient was doing fine and would be followed up by his physician.